Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the operator experienced ¿extreme resistance¿ while advancing the delivery system through the expandable sheath. Upon removal of the esheath, a femoral artery dissection occurred. No bav was performed. Two proglides were inserted in the right femoral artery and the operator had some difficulty up-sizing the sheaths to 9f. The 14f esheath, however, was able to be inserted without resistance after using the dilator. ¿extreme resistance¿ was felt while advancing the delivery system with the crimped 23mm sapien 3 valve through the esheath. Once the valve was in the aorta, the alignment was done. The delivery system was advanced around arch, the wire placement in the left ventricle was lost but the physician managed to re-cross using a straight wire and the nose cone of the commander delivery system. The wire was exchanged and the valve was deployed as usual under rapid-pacing. The commander was retrieved into the esheath and devices were removed. A contralateral shot showed a dissection, possible perforation. A poba was performed. Femoral flow ceased once the balloon was removed. The patient was taken to the or for surgical repair. When the vessel was opened, a ¿complex localized dissection¿ to the anterior wall of the vessel was observed. The dissection was repaired using a saphenous vein graft. The flap of the dissection had most likely stopped blood flow to the leg. The patient recovered and was noted to be doing well. After the case, the esheath looked normal, seam had split as expected. The patient¿s minimum luminal diameter measured 6.5mm and the patients¿ vessels were mildly calcified and moderately tortuous.

Manufacturer narrative:
The introducer sheath was not returned to edwards lifesciences for evaluation. CT imagery of the patient¿s anatomy was provided. From the imagery, it can be seen that there is tortuosity and calcification in the access vessel and abdominal aorta.  A DHR review did not reveal any manufacturing related issues that would have contributed to the complaints. A review of lot history revealed no other similar complaints related to ¿sheath shaft ¿ resistance with delivery system, bc¿. Review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the trend category ¿resistance between devices¿. Based on a review of the IFU/training manuals, no deficiencies were identified. Additionally, inspections and tests in place during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint.  Since no relevant procedural imagery or devices was returned, the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. A review of complaint history suggests that patient or procedural factors may have contributed to the reported events. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As reported by the complaint site, the patient¿s access vessel was moderately calcified and moderately tortuous. Calcification in the access vessel can interact with the sheath and delivery system during insertion, creating resistance, while tortuous patient anatomy can create sub-optimal angles that could result in a difficult pathway for advancement of the delivery system. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. Although a definitive root cause could not be determined at this time, available information suggests that patient/procedural factors (access vessel calcification and/or tortuosity) may have contributed to the reported event. Since the complaint was unable to be confirmed and no manufacturing nonconformance or labeling/IFU/training deficiencies were identified, an fmea assessment is not required. The complaint was unable to be confirmed and no manufacturing/product nonconformance or labeling/IFU/training deficiencies were identified, therefore no corrective/preventative actions are required.